Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing got detached from site resulting in infusion set fell off. The insertion site was at abdomen and the set was in use for 3 days. No further information available.